Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows only pump module s/n (B)(4) was attached to pcu s/n (B)(4) on (B)(6) 2018. There were no epoch infusions nor were there any basic infusions programmed to infuse at 20.8ml/hr on (B)(6) 2018. The devices and disposable sets were not provided for investigation. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that 500ml of epoch (doxorubicin, vincristine and etoposide) was programmed to infuse at 20.8ml/hr for 24 hours however the infusion completed in 22 hours and 52 minutes. The customer provided their dosage preparations as "the amount of overfill removed for all of the preparations was 50ml when the bag is more likely to have 30ml of overfill. This would result in approximately 480ml in the bag instead of 500ml in the bag. This would result in the infusion running in over 23.1 hour approx. Instead of 24 hours." The facility's clinical engineering could not duplicate this issue. There was no harm.